Event description:
Information was rec'd that reported a pt was hospitalized in 2006 due to hyperglycemia. The reporter states that 2 days prior to hospitalization, the pt was having problems with high blood glucose her son's md directed them to reprogram the device. The pt's blood glucose was fine until the evening of the next day, when his glucose meter measured him as "high". The pt woke up vomiting on 0400. He was taken to hospital where his blood glucose was measured as 1000 mg/dl. He was treated with IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report, has not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.